Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump primed properly. The displacement test functioned properly. The insulin pump was received with moisture damage on the lcd window. No moisture damage on the motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the operated within specifications. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's current blood glucose was 570 mg/dl. Customer treated their blood glucose with manual injections. It was also found the customer experienced dizziness, hunger and thirst from their high blood glucose. Troubleshooting found air bubbles along the tubing length. Customer also reported exposing the insulin pump to moisture, but the insulin pump passed a self-test during troubleshooting. It was also found the customer had a motor error alarm. Customer also stated they were unable to exit from the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.